Manufacturer narrative:
The needle was returned for investigation. The needle manufacturing records were reviewed and no related deviations or concerns were found. The needle's electrical malfunction was not confirmed as it passed all investigative testing. All electrical properties were found within specification; the needle passed testing on a vi system and was operated in I-thaw mode several times with no issues. Based on the investigation results, no failure was found. The treatment was completed with no patient injury.

Event description:
It was reported that a patient underwent cryoablation for a renal case with an iceforce needle. The needle caused pulsing in the patient during fast thaw and cautery cycle. The needle was placed close to the spine and when removed had a slight bend in the shaft. The case was completed with no patient injury. The needle was returned for investigation.